Event description:
In 2008, the pt reported "007" was displayed on the screen of her infusion device and it was beeping continuously. The pt was using an expired (2008/02) recalled power pack that had been in use for 6 weeks. She stated that she was aware of the recall. She was advised to discard all recalled/expired power packs. The pt reported experiencing the same issue on approx one and a half months earlier, and was also advised at that time to discontinue use of recalled product. The pt inserted a new power pack and the device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.